Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support the pump experienced constant suction alarms and had lower than expected flows. The pump was repositioned with no improvement to suction alarms or flow. Fluoroscopy was performed and revealed the pump was kinked. As a result, the impella was explanted and the patient was placed on extracorporeal membrane oxygenation.